Event description:
It was reported to philips that the device had a charge/shock failure during the defibrillation test. There was no reported patient or user involvement and no adverse patient/user impact.